Event description:
The patient was dialyzed by an acutronics inc. Nurse utilizing the redy sorbent machine. The patient had a predialysis sodium level of 142 meq/1. The post dialysis sodium level was 180 meq/1. The patient required another dialysis. The equipment is owned by acutronics, inc. And is in their possessioninvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. Invalid data - on device destroyed/disposed of status.